Manufacturer narrative:
E1; reporter institution phone number (B)(6). The following functional tests were performed: the remote service engineer (rse) spoke to the customer who stated the red alert sounded several times and then fell silent. Confirmed there was no problem with the patient. The rse thought maybe it was an alarm call. Which it's a setting whereby following an alarm silenced by an operator but still present (parameters not within the limits) the system 'recalls' after a preset time, the fact that the alarm conditions are still present. Requested an field service engineer (fse) to go onsite for further evaluation. The fse went onsite and spoke with the customer and explained how the red alarm delay system if the condition remains unchanged. The fse offered to make some additional configuration changes, however the customer wanted to time think about it. The fse provided information. Based on the information available and the testing conducted, the cause of the reported problem was the user. The reported problem was not confirmed, as the alarms sounded and performed correctly. The customer was provided information about how the alarm works. No malfunction occurred. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that the red alarms are silenced by themselves. The device was in clinical use at time of event, no adverse event was reported.